Event description:
The pump infused in 24 hours, which was faster than the labeled flow rate. Fill volume 300ml.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter. No sample was available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. Retain samples were evaluated and did not confirm a fast flow rate. A review of the lot history indicated it was the only complaint for fast flow for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. At this time this complaint is being closed with no further investigation. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.